Event description:
It was reported that the pump rebooted multiple times w/o user intervention. The pt stated that she confirmed the verification screen and primed the pump after each reboot; immediately after priming the pump rebooted again. She examined the battery cap and noticed a small black piece that appeared to be threading pulling away from the cap. The pt reported that the spring was attached to the cap and the o-ring was intact. She stated that the battery compartment threads appeared normal and there were no cracks noted on pump casing. The pt replaced the battery cap with a new one and replaced the battery with several other new ones; the pump displayed no evidence of power (no audible tones, no display, and no backlight). She confirmed that the new battery cap was intact and secured properly to the pump; power could not be restored.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.